Event description:
It was reported to philips that the system could not perform exposure due to a malfunctioning wired foot switch. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using the handswitch. The philips field service engineer (fse) inspected the system onsite and confirmed the exposure pedal of footswitch was unavailable. Upon troubleshooting, fse swapped the exposure with light pedal, which successfully triggered the exposure feature and confirmed the wired footswitch was defective. To resolve this issue, fse replaced the wired footswitch and returned to philips for further analysis. The analysis confirmed the malfunction in footswitch and the identified the failure was caused by multiple cable cuts, missing anti-slip, a loose bracket, and control 2 failure. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed by using hand switch. Due to the availability of handswitch, in the event of a wired footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wired footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.